Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and one bail cover were broken and contaminated, the battery release, battery release o-ring, battery drawer and battery flex were contaminated, one bail and one bail cover were missing, one output connector was broken, the battery contacts were compressed and contaminated and the ring was bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.